Event description:
It was reported that the system 9800 displayed communications error and was not operational. There was no pt involvement.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The system interface circuit board was found to be defective and was replaced. The system was tested, and found to be working as intended and placed back into service.